Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in a journal article that a patient underwent open reduction internal fixation of the ankle on an unknown date and suture was used. Following the procedure, the patient developed an infection. Additional information has been requested.